Event description:
(B)(6) 1 w/ mini handle used during a simulation. Product was in a sealed pediatric resuscitation cart. Light source noted to be inoperable. No serious injury/harm to patient or user no indirect harm no required intervention to prevent permanent damage no hospitalisation - initial or stay prolonged by 1 day or more no serious injury, disability or permanent impairment not life threatening no deaths.

Manufacturer narrative:
Device unavailable for testing. This was assessed as low risk, but we are now reporting it as the customer has done a report.

Event description:
Britepro solo miller 1 w/ mini handle used during a simulation. Product was in a sealed pediatric resuscitation cart. Light source noted to be inoperable. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
Device unavailable for testing. This was assessed as low risk, but we are now reporting it as the customer has done a report. A CAPA was completed for a range of lot numbers prior to a certain date, including this lot. This involved recalling product, and changing the separator (septum) paper within the device. From the analysis, the root cause was identified as the separator (septum) paper, within the battery, causing depletion, due to not meeting specifications. Subsequently, the battery subcontract suppliers battery supplier a and battery supplier b, were audited and improvements to the separator (septum) paper for each battery, were implemented and first production releases were conducted prior to use in product manufacture. Relevant qa documentation was updated and training conducted for all staff at the cmo site. This is a final report.